Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The white tip of the device, the cannula cap, was detached and missing during analysis of the securestrap. Can you please confirm that this white tip did not fall into the patient during the procedure? The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent a herniorrhaphy procedure on (B)(6) 2016 and the absorbable straps were used. During the evaluation, it was noted that the device was returned with the cannula cap detached from the cannula tabs and missing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.